Event description:
It was reported that valve embolization and second degree heart block occurred. A temporary pacing lead was placed and then a 25mm lotus edge valve system (lot#0024345605) was advanced over a lotus introducer sheath. The lotus edge valve was deployed and a mild waist was present. A tug test was performed. On release of the lotus edge valve the sheathing aids remained engaged. As the sheathing aids released the valve embolized to the aortic arch where it was positioned. A new 25mm lotus edge valve (lot#0023856665) was implanted. Post procedure, after the temporary pacing lead had been removed, the patient went into second degree heart block. A new temporary pacing lead was placed immediately followed by a permanent pacemaker. There was some junctional rhythm throughout the procedure. The patient is stable and discharged.

Event description:
It was reported that valve embolization and second degree heart block occurred. A temporary pacing lead was placed and then a 25mm lotus edge valve system (lot#0024345605) was advanced over a lotus introducer sheath. The lotus edge valve was deployed and a mild waist was present. A tug test was performed. On release of the lotus edge valve the sheathing aids remained engaged. As the sheathing aids released the valve embolized to the aortic arch where it was positioned. A new 25mm lotus edge valve (lot#0023856665) was implanted. Post procedure, after the temporary pacing lead had been removed, the patient went into second degree heart block. A new temporary pacing lead was placed immediately followed by a permanent pacemaker. There was some junctional rhythm throughout the procedure. The patient is stable and discharged.

Manufacturer narrative:
H3: device evaluation: the device was not returned to boston scientific for analysis. The media made available for review was reviewed by a bsc quality engineer and shows angiographic series from a transcatheter aortic valve implantation (tavi). Following the removal of the 23mm lotus edge valve a 25 mm lotus edge valve is unsheathed in the annulus. The valve is observed to be positioned high relative to the annulus. The valve is exhibiting a very mild waist but does not move during the tug test. In the next available clip, the valve has embolized to the ascending aorta and the 2nd lotus edge catheter can be seen positioned at the aortic arch. The release of the valve, the sheathing aid withdrawal and the valve embolization were not shown in the media made available for review. The next clip shows a second 25 mm lotus edge valve unsheathed in the annulus. The valve appears to have more waist and the catheter is more centralized with the anatomy. A tug test is performed, and the second valve has been fully released in the final clip. The embolized valve is then balloon dilatated moved to the aortic arch. A medical review of the media was also completed by a bsc medical director. The media shows a deployment first of 23 mm lotus edge(le) that was removed. A 25 mm valve was deployed in a relatively shallow position, showed a good functionality, released and subsequently embolized distally. The following clips show a successful placement of a new le valve and an attempt to drag the embolized valve distally to descending aorta. The root cause for embolization seems to be combination of high placement and very mild leaflet calcification not providing enough substrate for anchoring.